Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic low anterior resection procedure the jaws at the distal end of the grasping forceps broke and a fragment fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that one jaw at the distal end of the grasping forceps is broken off at the thinnest section. In view of the instrument¿s age, this damage is considered a fatigue fracture caused by wear and tear due to frequent use/reprocessing. There are numerous small superficial scratches on the instrument indicating frequent use of the instrument as well as discolorations on the jaws indicating frequent/inadequate reprocessing. Therefore, this event/incident was attributed to user error. Also, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the grasping forceps without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.